Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged pain and seroma are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse could not determine if v.a.c.® therapy caused or contributed to the seroma or if the seroma contributed to the patient's pain. It was also noted that the patient has a pre-existing disorder that is characterized by widespread musculoskeletal pain. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. The v.a.c.® therapy pressure setting may be titrated down by 25 mmhg increments for the following situations: pain or discomfort not relieved by appropriate analgesia. Pain management: patients receiving v.a.c.® therapy may experience a reduction in pain as the wound begins to heal. However, some patients experience discomfort during treatment or dressing changes. In line with institutional guidelines, a validated pain scoring tool should be used and pain scores should be discontinued where appropriate before, during and after dressing-related procedures. In addition, the following strategies should be considered: if the patient complains of discomfort throughout therapy, consider changing to v.a.c. Whitefoam¿ dressing. Ensure the patient receives adequate analgesia during treatment. If the patient complains of discomfort during the dressing change, consider premedication, the use of a non-adherent layer before foam placement, using v.a.c. Whitefoam¿ dressing to dress the wound, or managing the discomfort as prescribed by the treating physician. A sudden increase or change in the character of the pain requires investigation.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: on (B)(6) 2018, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold allegedly due to pain and was subsequently reapplied on (B)(6) 2018. The patient alleged observing drainage pooling in the v.a.c.® tubing. On (B)(6) 2018, the following information was reported to kci by the wound care nurse: the emergency room physician's documentation reported the patient developed a seroma to the wound that required surgical incision and drainage on (B)(6) 2018. The patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system post procedure. The nurse noted the seroma was not present at the time of activ.a.c.¿ ion progress¿ remote therapy monitoring system placement and could not determine if neither v.a.c.® therapy caused or contributed to the seroma nor if the seroma contributed to the patient's pain. On (B)(6) 2018, clinical notes were provided to kci, prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system on (B)(6) 2018, which noted the patient had been previously diagnosed with fibromyalgia. On (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR-3009897021-2020-00345_103177-iss submitted on 07-aug-2020 noted the following: section g4 date received by manufacturer: 04-apr-2018. Correction: section g4 date received by manufacturer: 02-may-2018. Based on correction, kci's assessment remains the same; kci could not determine that the alleged pain and seroma are related to the activ.a.c.¿ion progress¿ remote therapy monitoring system.